Event description:
It was reported that white foreign matter was adhered to the bd¿ precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese: "whitish material (sealing product?) Adhered in the middle of the metallic part".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that white foreign matter was adhered to the bd¿ precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese: "whitish material (sealing product?) Adhered in the middle of the metallic part."